Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had couple problems with insulin pump. The customer blood glucose level was 156 mg/dl. The customer was not able to troubleshooting. Customer stated that the insulin pump powered down suddenly. The device will not be returned for analysis.